Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): during ventilation, technical fault (tf) 346054 (safety failure detected). No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.